Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. Reportedly, customer had too much insulin on board before going to bed. Customer required assistance from partner to be woken up and treat bg via glucose gel. The customer was instructed to consult with healthcare provider regarding bg level.